Event description:
It was reported that during an endoscopic sinus procedure the device overheated. The customer was able to complete the procedure with the same handpiece. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.